Manufacturer narrative:
Patent information and event date were requested from the customer, but no response received back.

Event description:
The customer reported that the ventilator display went blank while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.